Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that several days post-implant, a pericardial effusion was observed in the patient. The physician believed this right ventricular (rv) lead must have perforated the heart wall during the implant procedure. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found cuts in the outer insulation, with body fluid within the lumen due to the cuts. This likely occurred during the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.